Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to speak with the patient to obtain additional information. The patient said the product issue started on the day before at 2:30 pm. After the product issue started the patient experienced dizziness and hot and cold sweat. It is not known whether the patient was able to obtain a meter reading after the product issues started. The patient denied taking diabetes treatment action or receiving medical intervention because of the reported issue. No information was provided regarding the patient diabetes treatment regimen. The cca noted that the meter battery had not been changed per the owner's manual. The patient's products were replaced. This complaint is reported cause the patient alleges that the battery indicator displayed on the lfs meter and afterward the patient experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.